Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that skin tear on the right side/back of her calf calf. Fairly large rip. First time its happened. Happened during transfer from wheelchair to bed while caretaker was doing transfer. Maintenance man looking investigating incident said "I don't think the bed did it. I felt for any sharp edges and didn't feel anything. I thought it may have been caused by these holes in the frame where you can cap them off, but we have some missing caps but I stuck my hand through the hole and it was smooth." Spoke with prodcuct support and he thinks the maintenance man is referring to cutouts throughout the frame where you can pop a piece out in order to attach assist rails etc). Bed is still at facility, investigation is still ongoing, but they will likely use the bed again when the resident gets back. Complaint #(B)(4) was entered into our system.